Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving intrathecal fentanyl, clonidine, and morphine 120mg/day (the concentration and dose were asked on all three; and unknown) via an implantable infusion pump. The indication for use of the device was for radicular pain syndrome, spinal pain, and failed back surgery syndrome. The concomitant medications and patient history were not reported. The patient reported that she had a hospital stay ((B)(6) 2015) for "altered mental state due to pain medication," which she felt was inaccurate because she had only taken three pills. The patient has low blood pressure 60/40. It was also reported that the patient had unrelated medical procedures. Patient specified that in the past year she fell 4 times and had gotten a black eye (B)(6) 2014, she had 2 surgical procedures (epidural (B)(6) 2015 and colonoscopy (B)(6) 2015), had bigeminy after the epidural, had low blood pressure 50/30 after the colonoscopy, and threw her back out when assisting her husband in (B)(6) 2015. The diagnostics/actions/interventions and patient outcome related remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this event will be updated.